Manufacturer narrative:
(B)(4). The band/balloon was returned with the band tip suture hole and buckle torn. A potential cause for this type of damage is that excessive force may have been used when pulling, causing the device to be damaged. The instruction for use (IFU) cautions against damaging any part of the band during insertion. Per the event description, it was noted that due to a larger fat pad at the level of the gastro esophageal junction, band was not able to be locked, and surgery was aborted. This is considered to be surgeon's judgment on appropriate device selection. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the patient enrolled in a (B)(6) study for the treatment of type 2 diabetes was receiving a (B)(4) adjustable gastric band. Due to a larger fat pad at the level of the gastroesophageal junction, the band could not be locked. The band was not large enough. The procedure was aborted and patient closed in normal surgical procedure. Surgeon also told that there was a large fat pad located posteriorly which would have made it difficult to dissect any small portion. The patient tolerated the procedure well, and is scheduled to return to discuss other surgical options. In addition, as the surgeon was attempting to put the band in place, the buckle tab and the opposing extender strap including black cutting indicator came apart/off when trying to close and buckle the gastric band.